Event description:
The event is reported as: complaint alleges: while cleaning the probe (with sterile gauze), it broke at the funnel, without special handling. It was sterile when they made the insertion, and no force was used. The catheter was in place less than 24 hours and no part remained inside the pt. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate.